Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex pushwire and pipeline flex with shield technology braid were returned for evaluation. The pipeline flex with shield technology braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline flex with shield technology braid was observed to be fully open, with one end having severe fraying, the middle section having no damages, and the other end having slight fraying. No damages were found on the tip coil, dps sleeves, resheathing pad, and distal hypotube. No kinks or bends were found on the pipeline flex pushwire. No other anomalies were observed. Based on the analysis findings and the reported event details, the report of pipeline flex failure to open on the distal end could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline flex with shield technology braid was observed to be fully open with damage (fraying) on both ends. It is possible that the damaged braid and the patient¿s moderate vessel tortuosity may have contributed to the reported issue. However, the cause for the damage could not be determined. All products are 100% inspected for damage and irregularities during the manufacturing process. Per our instructions for use (IFU): the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Manufacturer narrative:
The device has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined from the reported information. Note: suspect medical device brand name = pipeline flex with shield technology model # = ped2-475-20.

Event description:
Medtronic received information that the pipeline flex with shield device did not open distally. The pipeline was resheathed once but it still would not open distally. It looked kinked. The pipeline was removed within the micro catheter. The procedure was completed by placing another pipeline device successfully. The patient was receiving treatment for an amorphous, unruptured aneurysm in the right ica. The maximum diameter of the aneurysm was 14.7mm and the neck diameter was 4mm. The landing zones were: 3.75mm distally and 4.78mm proximally. The vessel tortuosity was moderate. The pipeline and ancillary devices were prepared per the IFU. Continuous heparinized saline flush was used, as per IFU, during the procedure. The pipeline was not being deployed in a bend and less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed and removed from the patient through the microcatheter. A new pipeline was successfully placed. There were no patient complications reported. Angiographic result post procedure was great.